Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between peritoneal dialysis (pd) treatment with the liberty cycler and the patient's possible congestive heart failure and nstemi. Based on the provided information, there is no documentation that shows a causal relationship between the adverse events and the use of the liberty cycler or any fresenius product. There is no allegation of any fresenius product malfunction. It is unknown if the patient experienced a fluid overload due to pd therapy or if pd therapy exacerbated the symptoms that the patient experienced due to the cardiac event. A temporal relationship exists between the patient¿s chest pain and subsequent hospitalization during peritoneal dialysis therapy on the liberty cycler. Should additional new information be made available this clinical the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis patient who experienced an elevated blood pressure and breathing difficulty during peritoneal dialysis therapy. During dwell 2 of peritoneal dialysis therapy, it was reported that the patient experienced abrupt retrosternal pressure. The pain was non-radiating. A measurement of the patient¿s blood pressure at that time showed a systolic pressure in the 180s. The patient disconnected from treatment and they were taken to the hospital in an ambulance. The patient was treated with 325 mg of aspirin and 0.3 of nitroglycerin while in the ambulance to alleviate the reported chest pain. While hospitalized, it was noted that the patient had a history of non st elevated myocardial infarction (nstemi), congestive heart failure, chronic atrial fibrillation, and systemic lupus erythematosus. The patient had also lost around 4lbs in the week leading up to the event. Due to the abrupt nature of the event, the patient was unable to drain following their dwell cycle which resulted in the patient¿s abdomen being distended. Peritoneal dialysis therapy was delayed while the patient was in the hospital. The patient showed elevating troponin I levels during repeated testing. The patient was eventually diagnosed with nstemi non-ischemic with possible connections to a potential fluid overload. Testing in the hospital could not definitively identify a fluid overload. The patient was discharged from the hospital after three days with a regimen of strict input/output and daily weight measurements. The patient was reported to have recovered from the event and peritoneal dialysis therapy is ongoing. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.